Manufacturer narrative:
No related device malfunction was reported by the user facility. Reasonable attempts were made to obtain the subject device from the user facility; however, it was not returned.

Event description:
It was reported that a pt died following a holap procedure using a lumenis product. It was further reported by the treating physician at the user facility that the pt's death was in no way related to the subject lumenis device.